Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the atrial lead. Atrial lead fracture was noted. On (B)(6) 2024, the physician elected to cap and replace the atrial lead. The patient condition was stable following the procedure.